Event description:
Caller states the pt tested 256mg/dl and 17mg/dl on the advantage system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.